Event description:
It was reported that the screen of a patient¿s liberty select cycler was dim during power up for their peritoneal dialysis (pd) treatment. The display brightness was set to 10. The cycler was rebooted but the screen remained dim. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. Upon follow up, the pdrn confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient was able to treatment manually. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. There were visual indications of dried fluid within the cassette compartment on the pump door and on the top cover. There was a visual indication of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. The display screen was dim and the transformer of inverter board shorted. Installed a known good inverter board and the screen became normal. A post- ast 2-hour 15 min 8500 ml simulated treatment was performed. The pneumatic pressure dropped and failed. The treatment was canceled to investigate the failure. The system air leak test failed. A known good tank reservoir was installed and a post-ast 2 hour 15 min 8500 ml simulated treatment was performed, completed without any failures or problems. The known good inverter board and known good tank reservoir were removed after the completion of the investigation. There were visual indications of dried fluid found in between the pump assembly and display assembly during internal inspection. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. The cause of the observed dried fluid could not be determined. Mushroom heads check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.